Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that during the pt's visit to (B)(6), the pt experienced a loss of power. The pt reportedly set up the equipment upon arrival to (B)(6) and connected to the equipment without alarms but they did notice no data from the display. Thinking the data communication error was display module related, the pt continued to use the power module until the next morning without issue. The following night the pt reconnected to the power module and suddenly the system controller lost all power. All connections were checked and the power module pt cable lemo connector was found not fully inserted into the power module connector. The connector could not be pushed in so the pt switched to battery power. The power module pt cable lemo connector was checked and a bent pin was found. The pt's son straightened the pin and the pt decided to continue to use the power module pt cable while in (B)(6), as they had no backup power module pt cable. The pt briefly lost consciousness but was not injured during this event.

Manufacturer narrative:
Usage of the device: the usage of the returned power module 14 volt pt cable (lot #34940670311; mfg date 07/2011) is not known to the MFR as the pt cable is not labeled for single use. The power module 14 volt pt cable was returned to the MFR for eval. The reported event of bent pin within the 16-pin lemo connector of the power module 14 volt pt cable could not be confirmed due to the pt's son repairing the bent condition of the pin. Visual inspection of the returned power module 14 volt pt cable did not observe any bent pins in the black 16-pin lemo style connector. The 16-pin lemo appeared intact and free of damage. The continuity test performed on the returned pt cable indicated the resistance measure appeared within normal parameters. The lemo connector was securely connected to the power module receptacle with no issues. Functional testing performed in the MFR's lab found that the pt cable provided sufficient voltage to the test system controller and provided normal pump telemetry on the test system monitor. The returned power module 14 volt pt cable functioned as intended during the analysis. No further information is available. The MFR is closing its file on this event.